Manufacturer narrative:
The product has been received for analysis. This report will be updated if further information is provided from the analysis.

Event description:
It was reported that this right ventricular lead was explanted due to high pacing thresholds and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted due to high pacing thresholds and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Product investigation was completed. This lead was subjected to and passed continuity, x-rays, hi-pot and electrical tests. Lead was determined to have met specifications. Product investigation does not provide any additional information. Emdr decision remains the same.